Event description:
Upon follow with patient¿s pdrn/nurse (B)(6) from (B)(6), (B)(6) 2026 3:00 pm cdt at (B)(6). Patient was not able to complete the treatment on (B)(6). Patient had to cancel the treatment. Pdrn/nurse stated that patient was admitted to the hospital on (B)(6) 2026 due to catheter issues. Pdrn/nurse stated that patient is currently at the hospital and does not have a discharged date yet. Pdrn/nurse stated that she only knows that they are fixing the patient¿s catheter but unknown which specific procedure has been done. Pdrn/nurse was not able to confirm if patient has been able to continue with the pd treatment at the hospital. The required information has been obtained; therefore, no further follow up is required at this time. If additional information become available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).